Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that that the tip marker was not visible so they device was removed, during which the tip marker came off. It was stated that the tip marker came off outside of the patient's body. The patient was undergoing surgery for treatment of a middle meningeal artery aneurysm. It was noted that the patient's vessel tortuosity was moderate. There were no related patient symptoms. The devices were prepared and hydrated as indicated per the IFU.

Manufacturer narrative:
D10: device available for evaluation: additional information. G4. Date MFR rec: additional information. H2: type of follow up. Device evaluation: h3: device evaluated by manufacturer: additional information. H6: codes updated. The device was returned for evaluation and the clinical observation was confirmed. The marathon micro catheter was returned for analysis with marathon distal marker/tip separated. The marathon total length was measured, the useable length and the distal floppy length were found within specifications. ~0.6mm of the marathon distal marker band/tip was separated. The tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching). No other anomalies were observed. Based on the device analysis and reported information, the tubing material at the broken end exhibited with plastic deformation which indicates that the marker band dislodged as the tensile strength of the tubing material was exceeded. Highly tortuous anatomy and/or kink/damage in guide catheter/guidewire, excessive resistance during delivery and/or withdrawal can contribute to the event. In addition, if hard clots /calcifications in the navigation tract are present during delivery and/or withdrawal can cause the catheter to snag causing the tip to become separated. However, the cause for the separation could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.